Manufacturer narrative:
The device was returned to smiths/ICU medical. Battery not working error was found at power up. The issue was due to interconnect pcb not operating as intended. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record. The device was 13 years old.

Event description:
It was reported that a system failure occurred. No patient injury was reported.